Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the upper esophagus during an esophageal stenosis dilatation procedure performed on (B)(6) 2024. During withdrawal of the device, the balloon did not deflate completely and could not be removed from the endoscope. The endoscope was then removed from the patient and balloon inflation was performed outside the patient, but the balloon did not deflate completely. The inflation device was removed, and a negative pressure was applied with a syringe, but the balloon was still not completely deflated. The working length was cut, and the balloon was removed from the endoscope. The procedure had already been completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate. Block h11: investigation results. The returned cre fixed wire dilatation balloon was analyzed, and a visual and microscopic inspection found that the balloon was detached. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon failure to deflate was unable to be confirmed. The returned device had no balloon therefore functionality could not be tested. Also, evidence of a mechanical cut was found during analysis. Therefore, the most probable root cause is cause not established.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the upper esophagus during an esophageal stenosis dilatation procedure performed on (B)(6) 2024. During withdrawal of the device, the balloon did not deflate completely and could not be removed from the endoscope. The endoscope was then removed from the patient and balloon inflation was performed outside the patient, but the balloon did not deflate completely. The inflation device was removed, and a negative pressure was applied with a syringe, but the balloon was still not completely deflated. The working length was cut, and the balloon was removed from the endoscope. The procedure had already been completed with the original device. There were no patient complications reported as a result of this event.